Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-5464, with lot cmmc5n, conformed to the specifications when released to stock on the 11th november 2011. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve is a precision valve with 3 dots. The valve was visually inspected and confirmed that the proximal connector has come away from the valve. The valve was examined under microscope at appropriate magnification: the silicone housing and the connector were inspected no tears/cuts were found in the silicone housing, the form of the connector could be clearly seen molded in the silicone housing. The connector showed no signs of damage. The valves are tested 100% for leaks during manufacturing. Review of the history device records confirmed the valve, product code 82-5464, with lot number cmmc5n, conformed to the specifications when released to stock on the 17th november 2011. The root cause of the problem reported by the customer could be due to wrong handling, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer reported to rep:the implant was implanted in a patient on (B)(6) 2012 (hydrocephalus). Patient came back for a revision of the vp shunt today (B)(6) 2015. During surgery, the connector came out of the silastic casing at the upper end. The valve broke into 2 parts. A new valve (the same kind) had to be implanted into the patient, which was not planned. Surgeon would like to know if the valve should be glued together securely. It is not desireable when the implant fell apart during a revision. It is unknown at this time if the implant will be returned for evaluation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.